Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kink in the catheter was unconfirmed as the reported kink could not be conclusively seen in the returned image. A single ap radiograph showing the patient¿s right arm/humerus was returned for evaluation. A catheter, consistent with the implicated 5fr t/l powerpicc provena, was visible in the image. No definitive kinks, coils or breaks could be independently confirmed from the provided image. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer, "a 5fr tl powerpicc provena inserted in the right upper arm brachial vein on (B)(6) 2022 was found to be kinked on (B)(6) 2022 in the upper 1/3 of the upper extremity. PICC dwell time was 13 days. PICC was pulled back."

Event description:
It was reported by the customer, "a 5fr tl powerpicc provena inserted in the right upper arm brachial vein on (B)(6)2022 was found to be kinked on (B)(6)2022 in the upper 1/3 of the upper extremity. PICC dwell time was 13 days. PICC was pulled back."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.